Event description:
It was reported that the system 9800md's remote user interface was defective. The emergency stop switch on the joystick, and the footswitch were not working properly. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The joystick was repaired and the footswitch was replace. The system was tested and found to be working as intended and placed back into service.